Event description:
Related manufacturer reference number: 2017865-2022-02894, related manufacturer reference number: 2017865-2022-02896. It was reported that the patient presented in hospital with infection in their pectoral area. Therefore, the physician elected to explant the entire pacemaker system including the device and both right ventricular (rv) and right atrial (ra) leads on (B)(6) 2022. The system was then sterilized and the original pacemaker and ra lead along with a new rv lead were implanted on (B)(6) 2022. The patient condition was stable.

Manufacturer narrative:
A device history record(DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the right ventricular lead. The right ventricular lead met specifications prior to leaving abbott manufacturing facilities. The right ventricular lead was returned in one piece. The reported event of helix mechanism issue was confirmed with the helix retracted with traces of blood. After cleaning and applying torque directly to the inner coil, the helix could extend and retract. The cause of the reported helix event was isolated to an overtorqued inner coil. The cause of the infection could not be traced to the device.